Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the likely cause was problems with a corroded rotor stuck inside the motor. The motor, rotor, and bearings were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that during testing, the handpiece continued to run on its own. This did not occur during any medical/surgical procedure. There was no pt involvement or any adverse consequences reported.